Manufacturer narrative:
Section h6 - medical device problem code: corrected. Manufacturer's investigation conclusion: the reported event of atypical low voltage advisory alarms was confirmed via analysis of the submitted log file. A log file was submitted for review and data from the reported event date of 19jul2024 was reviewed. The log file captured intermittent low voltage advisory alarms that were not associated with routine battery depletion from 02:19:08 to 02:28:46 due to the relative state of charge (rsoc) voltage fluctuating, causing the rsoc voltage to drop below the low voltage threshold. The atypical alarms occurred while connected to 14v batteries and occurred on the black power lead. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The system controller was not returned for analysis. Multiple attempts were made to obtain additional information, including if the cause of the alarms was identified and if any equipment was exchanged; however, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. The serial number of the heartmate ii system controller was not reported with the event. Heartmate ii instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate ii patient handbook (rev. C) section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (auditory and visual), including power cable disconnect alarms, and the actions to take if the issue does not resolve. Heartmate ii patient handbook (rev. C) section 6 "caring for the equipment" describes how to care for and clean all equipment, including the system controller. Additionally, section 10 entitled ¿safety checklists¿ instructs users to regularly inspect their accessories ¿ including their system controller power cables ¿ for damage, and to replace any equipment that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that during routine follow up, the patient was noted to have low voltage advisories on interrogation with reports of ongoing intermittent alarms. The bend relief on the white power lead was noted to be broken without disruption to the integrity of the power lead itself. Log files were submitted to confirm if the alarms were related to battery issues instead of power lead malfunction. The submitted log files captures long odd strings of low voltage events while using battery power all throughout the log file. It was recommended to clean and inspect the battery clips and trying a backup set of battey clips. If the new backup clips did not resolve the issue, a system controller exchange may be needed.